Event description:
The surgeon has reported following to the sales rep, he tried to tighten the screw with the screwdriver when the hip was in place (not dislocated) and the screw broke.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.